Event description:
It was reported there was an over infusion of heparin. Following the event, the patient's "blood levels" were monitored. There was patient involvement, but no harm reported.

Manufacturer narrative:
Correction: describe event or problem, annex b : b21, annex c : c21, annex d : d16 additional information : device available for eval, returned to manufacturer on, device eval by manufacturer, remedial action required, remedial action #. Annex a : a0401, a1801, a040502 annex g : g04100, g04037, g02017 annex b : b01, b14 annex c : c23, c0601 annex d : d11, d15 investigation summary : the report of over infusion was confirmed and replicated during laboratory testing; the issue is attributed to a broken upper hinge post on the platen assembly ¿ inspection of the pump module observed the platen assembly broken at the upper hinge post. ¿ after the platen replacement, laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ based on the review of pcu event logs on (B)(6) 2024; at 2:43 am, a remote intravenous (IV) infusion message was received for a heparin infusion with the following parameters: drug amount: (B)(6) units, diluent volume: 250ml, volume to be infused (vtbi): 250 ml, patient weight: 79.4 kg. With a primary volume infused (pvi) recorded as 450.076 ml. ¿ at 3:40 am infusion was paused. With a pvi of 464.295 ml. ¿ at 3:42 am a remote IV infusion message was received with the same parameters for a heparin infusion. With a pvi recorded as 464.295 ml. ¿ at 5:04 am pump alarmed ¿infusor occluded patient side¿ (2 times), infusion was paused and started again. ¿ at 9:09 am a remote IV infusion message was received with the same parameters for a heparin infusion. With a pvi recorded as 544.373 ml. ¿ at 9:28 am pump alarmed ¿infusor occluded patient side¿ and infusion was started. ¿ at 10:35 am infusion was paused and pump alarmed ¿infusor flo stop open¿, door was closed, infusion was paused and started again. ¿ at 10:40 am pump alarmed ¿infusor occluded patient side¿ (3 times), infusion was started. ¿ at 11:12 am pump alarmed ¿air in line¿, infusion was paused (for 42 minutes), pump alarmed ¿infusor flo stop open¿, door was closed, and infusion was started. ¿ at 12:01 pm pump alarmed ¿infusor occluded patient side¿ and infusion was started. ¿ pump module was channeled off at 1:14 pm. With a final pvi of 586.253 ml. ¿ a review of the pcu and pump module error logs showed no records associated to the reported incident. ¿ alaris system user manual (v 12.1), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ in addition, the bd alaris user manual with guardrails, troubleshooting and maintenance guide provides the following information: ¿ fully inspect the instrument during each cleaning. Look for any visible external damage such as a cracked or broken door, handle, or latch. Open the door of each pump module and inspect the platen and hinge for cracks or other damage. ¿ do not use a device with any damage. Send it to biomedical engineering for repair. ¿ bd released a medical device recall notification in june of 2020 (mms-20-3810) that informed on the importance of inspecting the pump module platen for broken elements. The following was released as part of the medical device recall notification: ¿ bd alaris¿ pump module set loading and unloading guide ¿ bd alaris¿ system cleaning audit ¿ bd alaris¿ system cleaning checklist ¿ bd alaris¿ system with guardrails¿ suite mx user manual addendum jul2020 ¿ bd-21831-alaris-recall-parts-ordering-information ¿ best practices for cleaning bd alaris system devices ¿ service bulletin 630 ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer note to repair center: the suspect pump module s/n: (B)(6) has been opened for investigation. Please replace the platen assembly and the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Please re-torque all screws. Repair center should follow their normal processing procedures for the device, checking for any incidental issues prior to returning it to the customer. Designated complaint handling unit (dchu) will not over the costs associated with any incidental findings or components that have been physically abused. Root cause: the probable cause of the reported over infusion of heparin was determined to be a broken upper hinge post on the platen assembly. The root cause of the broken upper platen hinge post is suspected to be caused by a misuse event where the door is forcefully closed with an external object lodged between the platen and bezel or the device was mishandled (i.e dropped). This can cause these components to experience excessive forces and crack or break. Note that imdrf annex a1801, a040502, c0601, d15, g04037, g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported an over infusion of heparin. Following the event, the patient's "blood levels" were monitored. There was patient involvement, but no harm reported.

Event description:
It was reported there was an over infusion of heparin. Following the event, the patient's "blood levels" were monitored. There was patient involvement, but no harm reported.

Manufacturer narrative:
Correction: report source additional information : report source other.